Manufacturer narrative:
Age at the time of event: already 18 yrs. Old. Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. The target lesion was located in a coronary artery. A synergy¿ drug-eluting stent was and implanted to treat the target lesion. However, after some time, the patient came back with complaints of chest pain and subsequently, a stent thrombosis (st) was noted. The procedure was completed with post dilatation and placing another stent to treat the st. No further patient complications were reported. The patient was stable and was discharged the next day.